Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
As reported in postmarket insite gamma study: "a (B)(6) female subject suffered a femoral mononeuropathy after the surgery. The subject was treated with medication therapy. The surgeon noted unrelated to device".

Manufacturer narrative:
Please disregard the MFR report # 0009610622-2018-00083. Please note that this event is duplicate of stryker report MFR. Report # 0009610622-2018-00068 stryker pi 1744741.

Event description:
As reported in postmarket insite gamma study: "a (B)(6) female subject suffered a femoral mononeuropathy after the surgery. The subject was treated with medication therapy. The surgeon noted unrelated to device".